Event description:
Journal reference: ko, william m and ferrante, f michael. "New onset lumbar radicular pain after implantation of an intrathecal drug delivery system: imaging catheter migration." Regional anesthesia and pain medicine. Jul-aug 2006;31(4):363-7. The article lists information suggesting a female patient being treated with itb therapy for pain post laminectomy, experienced a catheter migration (3 months post catheter placement) resulting in new on-set low back pain radiating to the right foot. CT scan showed a contrast enhancing lesion at the right l4-l5 intervertebral foramen that was not a granuloma. Repositioning of the catheter returned the patient to baseline. No additional information concerning patient outcome was provided.

Manufacturer narrative:
This report is being filed.